Event description:
Customer reported her blood glucose was high 456 mg/dl. She noticed the tubing in the infusion set was bent and the device did not alarm no delivery. Customer was advised to remove infusion set from the body. Fixed prime was performed and insulin was visible at the end of the tubing. Customer stated the cannula was in an l shape. Customer was informed of why device might have not alarmed. Customer still thought the device should have alarmed. No leaks noted in the tubing, reservoir, or connections. Customer stated she would call back to troubleshoot. Customer did not have extra reservoir or infusion set was at work. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.